Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e1, h4 the device was not returned to olympus for inspection and the reported failure was not confirmed. However, the device was inspected by a third party source. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely a faulty plug unit connection led to the malfunction according to the third party inspection results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope had an image disruption. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.